Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported, the patient experienced severe spasticity. The patient had no spasticity relief and noticed no differences when the drug dose was ¿1000 mcg¿ with 700 mcg/day since a year ago. The catheter issue was that there was not enough medication at the tip during the study (no dates or details provided). A catheter replacement occurred on (B)(6) 213. In an effort to troubleshoot the issue, a bolus was performed and the dosing was changed to flexible infusion which resulted without a change in the symptoms. On (B)(6) 2013, the patient¿s pump was changed and as of 12/03/2013, the patient reported improvement of spasticity. However, the medication had "been titrated up still" by the neurosurgeon. The patient was receiving 720.4 mcg/day of lioresal intrathecal (2000 mcg/ml).

Event description:
Additional information reported that at the dye study performed on (B)(6) 2013, it ¿shows something¿ possibly where the catheter is curled up. There was an "accumulation" noted on the study. The therapy was not working properly. The patient¿s spasticity has not been controlled for about a year. The spasticity was not being controlled even after increasing the medication in the pump. The patient has to lean forward and manage spasms herself in order not to get too tight. The patient had recently obtained a new physician.

Event description:
Additional information reported the patient is receiving effective therapy now. The explanted catheter was not available.

Event description:
It was reported the pump had controlled the patient¿s spasticity for a while; however, for the past year and a half the patient had not received good relief. The patient believed they were experiencing a different level of spasticity. The physician was aware of the issue and the dosage was increased but it didn¿t seem to have any effect on the ¿weird tone¿ the patient was experiencing. The physician believed the device system was working properly as the expected amount of medication was aspirated at the pump refills. The patient was taking oral baclofen as they were having a hard time sitting in their chair because their stomach, legs, and back were really tight. The patient felt it was hard for them to breathe. Additional information reported the patient experienced a change in therapy effect. The patient experienced an increase in spasticity over the past year. The physician performed a dye study on (B)(6) 2013. A kink was identified in the distal segment of the catheter the patient has contacted the neurosurgeon for follow up to schedule a revision of the catheter. The patient status was indicated as alive; with injury and was noted as spinal cord injury. The pump was delivering lioresal.

Event description:
Additional information reported the patient was going for a revision.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient had a catheter revision, the date of the revision was not reported. It was not reported if the device was going to be returned to the manufacturer. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that a catheter revision was planned but not scheduled as of the date of the report and the patient still had increased spasticity.